Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: investigators were unable to confirm the original complaint; during testing, all keypad buttons responded appropriately to user presses. Upon removal of the keypad cover, no contamination was found and no button contact defect noted. The pump cover was removed and no evidence of internal moisture was observed. The keypad latch was found to be fully closed and no damage to the keypad flex was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.